Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 283 mg/dl and it was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there were 1-2 inch long air bubbles in the patient line as well as small air bubbles and that insulin was not dripping out of the tubing. The customer changed the supplies and completed the load process successfully.